Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited the site and identified the reported problem. After reviewing the log file, it confirms the reported problem. Upon troubleshooting action, fse identified that the r cabinet power supply was faulty. To resolve the issue, fse replaced the power supply and return the part for further analysis, but no failure found. After replacing the power supply, the system was restored to normal working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system initially failed to boot. The user made multiple attempts to boot it up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.